Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down arrow or bolus was hard to press. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had a diminished battery life and the batteries had to change once every 2 weeks. The insulin pump had several failed battery tests and rejected brand new batteries. The customer reported that the insulin pump sometimes pump dies on them without giving alarm. The insulin pump also sometimes stops mid-way when priming and had to start over. The customer reported a clicking sound. The customer also stated that the battery cap was cracked, and the screen had several scratches on the. The insulin pump had random no delivery alarms and the reservoir alarm does not work anymore. The device will not be returned for analysis.